Manufacturer narrative:
Upon receipt of additional information, a follow-up report will be submitted.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observation of infection.

Event description:
Boston scientific received information that this device was explanted due to pocket infection. The physician stated the infection was not procedure related as it was nine months post implant; however, wondered if any allergic reactions to the device component structure were a factor. Additionally, it was reported the patient had leukemia with a corresponding low white blood cell count, which could have likely contributed to systemic infection. The explanted product will not be returned and a competitor device implanted.

Event description:
Subsequent information states the device will be returned for post market evaluations.

Event description:
--